Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush comes off - oral-b [device breakage]. Case narrative: consumer email stated that something is wrong with the toothbrushes. Toothbrush comes off all the time. Have to hold it every time I brush my teeth. No injury was reported.